Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary the information in this complaint (B)(4) has been evaluated for the malfunction code adhesive patch accidentally detaches from site (e.g., ripped out, caught on door handle, pulled by a pet, excessive sweating, prolonged contact with water, unattached during sleep or similar movement, etc.). The batch 6003342 in question was manufactured at the reynosa site. Complaint investigations. The reference samples for batch 6003342 were previously tested in complaint (B)(4) on 01/jun/2025. Test results: visual test on the adhesive tape according to work instruction (wi) version 3.0 on reference samples, 10 samples out 10 samples passed the test. Device history record (DHR) review: the lot 6003342 was manufactured according to the wi version 68 and manufactured in the line 10, on 08/feb/2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified related to the malfunction reported, no maintenance events were recorded. Trending: a query was run in database on 07/jul/2025 against malfunction code adhesive patch accidentally detaches from site (e.g., ripped out, caught on door handle, pulled by a pet, excessive sweating, prolonged contact with water, unattached during sleep or similar movement, etc.) And lot 6003342 and no other complaint has been registered in database for the same lot and malfunction code. Conclusion summary of the related event: as a result of the following: no defect on tests for reference samples, harm reportable, no non-conformance (nc) raised during production, no other complaint received on the lot in question and malfunction code. No further actions are required. This complaint will not require further root cause investigation nor CAPA plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united arab emirates.

Event description:
Reference number (B)(4). Event occurred in united arab emirates. It was reported that the patient faced diabetic ketoacidosis event and visited emergency room (ER) on (B)(6)2025 due to infusion set fell off. The blood glucose level was 424 mg/dl and the patient was treated with insulin pump. The patient was test with ketones and result were 2 mmol/l. The patient had headache and vomiting during the event. The insertion site was abdomen. The infusion set was in use for three days. No further information available.